Manufacturer narrative:
Per FDA investigation, the submission in question below cannot be found in the system. There was a possibility that it did not load properly during submission. In addition, since the submission is too old, the ack3 files (if there were any) could not be found in the emdr system. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical spinal surgery at c3-7. Approximately 4 weeks post-op the patient fell. After the fall the patient could feel a lump in the throat area. Three weeks later the patient went to the surgeon and films were taken which showed that the superior screw had completely backed out of the plate. The patient underwent a revision surgery to remove the screws and the plate. All hardware was removed successfully except the screw that had migrated within the cervical area. The migrating screw was removed with the assistance of another surgeon through the esophagus. There were no additional patient complications reported.